Event description:
It was reported that the device was used during a laparoscopic splenectomy procedure. It was reported by the surgeon that there was constant misfiring of the tsb35 instrument. The staples were not formed and a cracking sound was heard. There was no pt consequence.